Event description:
A discordant glucose result was obtained on an advia 1800 for 1 pt. The initial result was not reported to the healthcare provider. The pt sample was repeated on an alternate advia 1800 and the corrected result was reported. Siemens recently received add'l info indicating that pt intervention did occur as a result of an erroneous glucose test result and possible administration of insulin occurred with pt # 4. The previous customer complaint indicated that no pt intervention had occurred.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined the cause of the discordant glucose result was the sampling and reagent wash pump (srwp). The fse replaced the srwp and the instrument is performing within specs. No further eval of the device is required.

Event description:
Siemens received notification on (B)(6) 2010 of several discordant glucose results on an advia 1800, and was told that they were not reported to physicians. Subsequently, siemens received information from the customer that one pediatric outpatient result had been reported to a physician. The sample was rerun and a corrected report was sent the following morning. Siemens received conflicting information as to whether or not any treatment was provided to the patient. In a follow-up with the customer in (B)(6) 2010, siemens was told that the lab is unaware that any treatment was provided to the patient.

Manufacturer narrative:
A siemens (B)(4) was sent to the customer site. After analyzing the instrument and instrument data, (B)(4) determined the cause of the discordant glucose result was the sampling and reagent wash pump (srwp). The fse replaced the srwp. The instrument is performing within specifications. No further evaluation of the device is required.